Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 1120 mg/dl and a bolus via the pump was delivered to address the bg level. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin resolving the high bg and dka. The contact initially thought that the pump was not delivering insulin; however, after a system check and no device issues were identified, the contact acknowledged that the pump was functioning properly and was not the cause of the high bg. Although requested, the customer's discharge date was not provided.